Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system, steerable guide catheter, 2 implanted mitraclips. Reportedly, the clip delivery system will not be returned as it was retained by the user facility. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during use with the clip delivery system (cds) there was irregular movement with the sleeve and the gripper line broke, which have the potential to cause or contribute to injury. On (B)(6) 2016, the initial mitraclip procedure was performed to treat degenerative mitral regurgitation (mr). Two clips were implanted reducing the mr from 4+ to 1-2. On (B)(6) 2016, a second mitraclip procedure was performed due to progression of disease with recurrent mr grade 4+. The first clip delivery system (cds) was advanced to mitral valve leaflets. Due to challenging imaging, it was difficult to get a good mr reduction and a good pressure gradient; therefore, the clip was inverted and retracted to the left atrium. The cds was re-advanced for better positioning but the sleeve deflected anterior. The clip was inverted and retracted. Resistance was noted which was thought to be with the chordae. After retraction, something was observed on the clip. The clip was closed and the cds was removed. Outside the anatomy, the clip was opened and it was seen that the gripper line was not present at the clip. The gripper line cap was removed and it was confirmed that the gripper line was broken. It was suspected that the object observed on the clip during use was the broken gripper line. A new cds was used to complete the procedure. One clip was implanted, reducing the mr to 2+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device. All available information was investigated and a definitive cause for the reported delivery catheter shaft positioning, gripper line break and physical property issue in this incident could not be determined. The physical resistance (clip caught on chordae), however, appears to be related to the reported challenging visualization and difficult to position (delivery catheter shaft positioning). There is no indication of a product quality issue with respect to manufacture, design or labeling.